Manufacturer narrative:
The customer reported that the embedded laser in the system was firing at a faster interval than displayed. The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative replaced the laser footswitch as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on september 16, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser firing interval was faster than expected.